Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that during the procedure, they realized there was a field action related to the lead and the product was recalled. The lead was in the manufacturer representative's consignment prior to the procedure. The sterile seal of the lead package was opened, but the lead was not used during the procedure. Another lead was not used and the procedure was postponed until another date. No further patient complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported they were not planning on using the depth stop during the procedure. The implant procedure was postponed due to patient related issues. The patient was under local anesthesia during the procedure. The patient felt uncomfortable so the hcp decided to postpone the surgery. The patient did not experience any symptoms related to the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomaly. The lead pass all functional testing. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.